Event description:
It was reported that the patient experienced an occlusion alarm due to a bent cannula from (B)(6) 2026 to (B)(6) 2026, which resulted in high blood glucose and was treated with a correction injection via multiple daily injections (mdi). The infusion set had been inserted in the abdomen, lower back, and thigh.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.